Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
"The physician intended to use a spider fx during procedure. After the selection of the catheter, the wire was removed and the filter was deployed. An angiogram was performed. The filter mouth marker was separated from the filter. The filter was then removed. Another product was used and the case was finished properly. Evaluation summary: the spider fx capture wire was received for evaluation loaded in the delivery section of the double-ended catheter and the assembly loaded in the shipping dispenser hoop. One of the crimps holding the gold-coil loop to the filter mesh exhibited fractured securement wires. The wires on the other crimp were intact. The filter mesh where the crimp would have been attached to exhibited deformation."